Event description:
Allegedly the patient was revised due to osteolysis (right hip) metal on metal construct (revision). Modular neck and head were exchanged for new product. Dr. Would like neck tested for wear and corrosion due to osteolysis in the femur surrounding the implant. The following components have no alleged deficiency and were not revised during this surgery: lineage® acetabular shell 36430054 03470776; profemur® plasma z stem pha00262 u0163456.